Manufacturer narrative:
There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issue was observed. Complaint of off center image was confirmed. Cause of off center image is the loss of registration of the camera head¿s ccd assembly. A factor which can contribute to a shorted cable assembly include dropping the camera head on a hard surface, damaging ccd. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.

Event description:
It was reported that during a knee arthroscopy the device had an off center image and black spots. No backup device was available. No delay or patient injury was reported.